Event description:
The customer reported that a patient was positioned feet first supine in an interal1.5t mr system, both feet and lower legs of the patient were scanned with the quad head neck coil combination. After the examination, a third degree burn on the left leg (2x3 cm) was observed on the location where the cable of the anterior coil crossed the leg.

Manufacturer narrative:
(B)(4). Eval method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.